Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 13 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.